Event description:
It was reported during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the users experienced a lot of noise on the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 and ep recording systems. It was stated that customer had replaced all the cables and checked the connections, which were well seated. The customer noted that when the rv catheter was unplugged, the noise decreased but was still present. Upon visit of the bwi field service engineer (fse), it was stated that the noise was rather significant, that it was impossible for the customer to continue the procedure using the carto 3 system. The case was continued conventionally. There was no patient injury reported in this case.

Manufacturer narrative:
(B)(4). It was reported during an avnrt procedure the users experienced a lot of noise on the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 and ep recording systems. It was stated that customer had replaced all the cables and checked the connections which were well seated. The customer noted that when the rv catheter was unplugged the noise decreased but was still present. The case was continued conventionally. The carto 3 rmt system associated with the reported incident was inspected by bwi service engineer. The system recently had an ECG card replaced due to saline being dumped on the piu a few weeks prior. It was found that defective reprocessed catheter extension cables caused the issue. The user had a number of such defective cables. The cables were replaced with new ones and the issue resolved. The entire piu was recently replaced due to saline being accidentally dumped on the piu. Later on the piu was inspected, and no internal damage was found. The piu was tested and was found in acceptable condition. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).